Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient showed a red light on their remote home monitoring system. Patient services assisted the patient in troubleshooting and completing a successful remote interrogation. The patient was referred to the clinic as the red light could indicate an issue that was not transmitted to the clinic due to the initial incomplete interrogation and the data would now be available. Further review of the information stored within the remote monitoring system found that there was high out of range shock impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The products remain in service and no adverse patient effects were reported.

Event description:
It was reported that the patient showed a red light on their remote home monitoring system. Patient services assisted the patient in troubleshooting and completing a successful remote interrogation. The patient was referred to the clinic as the red light could indicate an issue that was not transmitted to the clinic due to the initial incomplete interrogation and the data would now be available. Further review of the information stored within the remote monitoring system found that there was high out of range shock impedance measurements for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The products remain in service and no adverse patient effects were reported. Additional information was received that a re-check of the impedance measurements showed normal range, so the clinic has opted to continue to follow the patient via remote home monitoring and in clinic checks. The crt-d and rv lead remain in service and no adverse patient effects were reported. Additional information was received that the high out of range shock impedance measurement continued for the rv lead. There was defibrillation threshold (dft) testing completed where a 41 joule shock produced 47 ohms. Boston scientific technical services (ts) discussed possible causes including the possibility of electromagnetic interference (emi). The physician performed a revision procedure to check for connection issues. During the procedure when the physician tugged on the coil of the rv lead, it came out of the header. A loos connection was determined to be the cause of the high shock impedance measurements. The physician re-connected the lead and no further issues were observed. The crt-d and rv lead remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a re-check of the impedance measurements showed normal range, so the clinic has opted to continue to follow the patient via remote home monitoring and in clinic checks. The crt-d and rv lead remain in service and no adverse patient effects were reported.